Manufacturer narrative:
Lead: model 3889-28, lot# v078038, implanted: (B)(6) 2008, explanted unk; programmer: model 3037, serial# (B)(4).

Event description:
It was reported that the patient was being treated for a urinary tract infection. Stimulation was on at 0.6 volts. It was also noted the programmer had been dropped and there was some concern that it was not working.

Event description:
Additional information received reported the physician contacted regarding this event had not seen the patient in the past few years. The last the physician knew, the device was working. It was noted that the urinary tract infection was not likely related to the neurostimulation system. The physician attempted to contact the patient to follow up, but had not heard back.